Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of three (3) small volume intermates ruptured. The bladder rupture occurred during filling with 0.9% sodium chloride and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between june 1-4, 2018. The actual devices were not available; however, photographs of the samples were provided for evaluation. Photograph inspection found evidence of ruptured bladders. The cause of ruptures could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.